Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had redness and puffiness around the pocket due to pocket sepsis (infection). The system was explanted. The patient was stable before, during, and after the procedure.